Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/23/2014 with the following findings: visual inspection revealed that the battery compartment was cracked at the case seal; the relation of this device failure to the reported moisture ingress issue can not be determined, as a leak was not confirmed in the area of the damage. Corrosion was found on the contact inside of the battery compartment: the reported moisture ingress issue was duplicated. No leaks were discovered during a leak test.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and evidence of moisture ingress was observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.